Manufacturer narrative:
As no product has been returned a final determination of the root cause is not possible. As no batch information has been provided, a check of the batch history records is not possible. IFU contains already instructions to prevent such events. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Correct for section h5. Product is labeled as single use. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Customer will not return the item to us for evaluation, thus we cannot ship it to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information/investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It has been reported the ureteroscope used during procedure had a clogged port and unable to pass laser fiber wire through.